Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, cardiac tamponade was observed and a pericardiocentesis was performed. Additionally, the hospital stay was extended. The case was completed with cryo. No further patient complications have been reported as a result of this event.